Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemicolectomy procedure, on the second pass of the suture through the tissue, the needle and suture broke. A new suture was used to resolve the issue and complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemicolectomy procedure, on the second pass of the suture through the tissue, the needle was separated from the suture. A new suture was used to resolve the issue and complete the case.